Manufacturer narrative:
A ge service representative performed an onsite investigation. The terminals on the primary and secondary transformer were evaluated and tightened. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.